Event description:
The device started to alarm when turned on but the screen stayed blank.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user. Uf/importer report #: 2937708-2019-00082. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause could not be identified since the startup issue is not reproducible. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 to (B)(6) 2022 at the (B)(6) sites. Reported by user. Uf/importer report #: (B)(6). User reported the device started to alarm when powered-up but the screen remained "blank".the respiratory therapist was told to press and hold down the power button, which silenced the alarm and resolved the issue for that time. No harm to patient or user. The issue is deemed as a reportable event since the deivce cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoingin order to find out the definite root cause.

Event description:
The device started to alarm when turned on but the screen stayed blank.